Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's father, that the numbers on the insulin pump scroll up with out any input from the customer. Customer's blood glucose level at the time 384mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to flattened button dome switch. No numbers scrolling up noted. Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot on battery tube threads and cracked reservoir tube lip.